Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient inserted the sensor on her buttocks. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).